Event description:
It was reported that the procedure was to treat a heavily calcified, concentric, de novo in the mid left anterior descending. Reportedly, following placement of two promus element stents in the distal part of the lesion, the xience xpedition stent delivery system (sds) was advanced to the lesion. When the sds was pressurized for the first time at 8 atmospheres contrast media was observed to be leaking from the distal part of the balloon. An attempt was made to increase the pressure to 10 atmospheres; however, the balloon did not inflate further. The stent implant was deployed though not fully expanded. An nc trek balloon catheter was used to further dilate the stent. Resistance was felt during advancement due to patient anatomy and possibly stent struts of the promus element. There was not resistance during retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: 2 promus element. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and analysis confirmed the reported leak from the distal portion of the balloon. A review of the complaint database revealed no events of leaking during use from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, the issue is possibly related to manufacturing. A review of the data demonstrates that there is no evidence of a wider population of product being impacted. The incident has been assessed as having a low impact. This type of reported complaint will continue to be monitored per local quality procedures.